Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of occlusion and death, as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), are known patient effects that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other three graftmaster stents referenced are filed under separate medwatch reports.

Event description:
It was reported that the patient presentation was unstable. During the right coronary artery intervention, a perforation occurred. Four graftmaster stents were implanted without issue, successfully sealing the perforation; however, due to the location of the long perforation, collaterals may have been affected and sometime post-procedure, the patient died from cardiogenic shock. There was no additional information provided.